Manufacturer narrative:
Update data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, b6 corrected data: g2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the transcatheter valve gradients at discharge measured a peak gradient of 10 millimeters of mercury (mm hg) and a mean gradient of 6 mmhg.

Event description:
It was reported that during the implant of this transcatheter aortic bioprosthetic valve, a pre-implant balloon valvuloplasty was performed. The valve was implanted at a depth of 4 mm on the non-coronary cusp and 5 mm on the left coronary cusp. Anti-platelet therapy was used following implant. Approximately 6 months following the valve implant, an echocardiogram identified an increase in gradients from a peak gradient of 14 millimeters of mercury (mmhg) to 28 mmhg and a mean gradient from 8 mmhg to 17 mmhg, which persisted despite fluid replacement and the administration of a beta blocker. A computed tomography was performed and identified leaflet thrombosis of the transcatheter valve with 100% hypoattenuated leaflet thickening of all pockets of the valve with limited mobility, approximately 50% reduced leaflet motion of all cusps. An anticoagulant was prescribed for 3 months. No patient complications, cardiac nor pulmonary related, were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: transthoracic echocardiogram imaging from 12/2/2025. Suboptimal image quality. A small, highly mobile echogenic structure is visualized on the calcified posterior mitral valve leaflet. Mild tricuspid regurgitation observed. The posterior prosthetic av leaflet appears thickened and hyperechoic. Left ventricular ejection fraction (ef) is approximately 60%. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.